Event description:
The customer reported to olympus, no image on the evis exera ii ultrasonic bronchofibervideoscope. The customer also reported they suspected water damage. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user's request. The device had a flickering image, heavy fluid and corrosion on the s-connector and us-connector, multiple non-olympus parts, missing glue on the probe unit pink rubber, low angulation, no insulation, and centering off on the image. The non-olympus parts include the insertion tube, light guide tube, a-rubber (bending section cover), and a-rubber glue. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to water invasion from the connector part, corrosion due to water leakage. There was a possibility that the connector part was defective, and the phenomenon of no image occurred. However, it was not possible to determine the cause of the water invasion of the connector. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.